Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Localized infection, driveline infection, pump pocket or pseudo pocket infection, and right heart failure are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿ and ¿right heart failure¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bacteremia and right ventricular (rv) failure. He was sent home on intravenous (IV) antibiotics and palliative care. The patient was non complaint with followup lab work. The last set of blood cultures was negative. The patient was placed on milrinone IV. There was no escalation of care. It was later reported that the device did not cause or contribute to the right heart failure. The patient had symptoms of weight gain and lack of energy. The right heart failure is ongoing. The infection was reported to be ongoing since before implantation of the heartmate 3 (hm3). The symptoms of the ongoing infection were that white blood cells were elevated and the patient tested positive for (B)(6). The patient had a pump exchange on (B)(6) 2019 where he was transitioned to the hm3, prior to which he was on a different manufacturer's device. The source of the infection was the previous pump and continued on the hm3.